Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. The reported issue was not confirmed. Issue was related to the site failing to follow imaging protocol. No parts were replaced. No parts have been received by manufacturer for analysis. Upon further follow-up, the medtronic representative reported on 15mar2017 that the amount of inaccuracy was 1-2 cm off. At the time of the initial procedure on the (B)(6) 2017, there was no indication that the system was inaccurate. The patient is fine. They did not resect all of what they thought they did during the initial procedure. But no additional healthy tissue was removed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
Medtronic representative reported that a patient was brought in for a post-op scan on (B)(6) 2017, for a cranial resection performed on (B)(6) 2017. It was determined from the post-op scan, that they had not removed as much of the tumor as they had intended. Therefore, a revision surgery was performed on (B)(6) 2017. During the initial surgery, it was found that the site had been using an mr exam that did not encompass the area of interest and this had caused inaccurate navigation of 1-2 cm. During the revision surgery, the site again attempted to use an mr exam that did not encompass the area of interest. They detected this and took the patient to be scanned in the computed tomography (CT). After obtaining the CT exam which did include the area of interest, they were able to successfully register the patient and accurately navigate. They were also able to successfully and accurately merge the mr with the CT data to complete the case. Taking the patient to the CT scanner caused a 3 hour extension of procedure time. Medtronic instructions for use which accompany this device state that the scans (mr or CT) used for navigation must encompass the entire area of interest. No healthy tissue was resected due to the inaccuracy. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information. Suspect image protocol issue since the review of scan used and found that it cut off some of the working area.